Event description:
It was reported that this pacemaker exhibited far field oversensing. The patient reported intermittent dizziness. Technical services (ts) noted there was possible fusion on the atrial channel when paced, with the most recent right atrial automatic threshold (raat) test successful. There was also a false pacemaker mediated tachycardia (pmt) episode recorded due to sinus tachycardia at the maximum tracking rate. Ts recommended potential programming changes and reviewing the placement of the right ventricular (rv) lead. Additionally, the health care professional (hcp) reported potential loss of capture (loc). This pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited far field oversensing. The patient reported intermittent dizziness. Technical services (ts) noted there was possible fusion on the atrial channel when paced, with the most recent right atrial automatic threshold (raat) test successful. There was also a false pacemaker mediated tachycardia (pmt) episode recorded due to sinus tachycardia at the maximum tracking rate. Ts recommended potential programming changes and reviewing the placement of the right ventricular (rv) lead. This pacemaker remains in service. No adverse patient effects were reported.